Event description:
It was reported that an occlusion occurred. Additionally, it was reported that the cartridge was leaking from the undefined location. It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. Cause was due to the occlusion. A correction bolus was delivered to address bg. A supply change was performed resolving the occlusion.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.